Event description:
It was reported that the patient has not received effective stimulation in his lower leg and foot since the implant. Reprogramming as unable to provide effective stimulation. X-rays taken showed no anomalies and the patient denies any falls or trauma. The patient has effective stimulation in the rest of his established pain pattern. The physician plans a trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.